Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional (hcp) where a healthcare meter result of 246mg/dl was obtained and the customer diagnosed with hyperglycemia. The customer was treated with insulin (subcutaneous continues injection/dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed for the returned reader and damaged pins of the usb port was observed. This damaged usb port is affecting the reader's ability to charge and connecting to computer. Reader did not turned on due to blank screen. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download data. Issue is not confirmed to use due to damaged usb port. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the cable and adapter are returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.